Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The representative stated that the customer was treating the high blood glucose with manual injections. The representative stated that the adhesive came off and found that the cannula was stuck on the tape and was not in the body. The insulin pump will not be returned for analysis.